Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware of the right-sided device's catalog number and lot number. The relevant fields in this report have been updated to reflect the impacted device attributes (brand name, procode, common device name, UDI, PMA, catalog number, lot number, manufacturing date, expiration date). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: painful deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female underwent primary breast augmentation with unspecified saline mentor breast implants and experienced capsular contracture on the left side and painful deflation on the right side postoperatively. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.